Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and found during testing, the system failed to start, and the reported error was reproduced, confirming the issue occurred in the field. A visual inspection found no related issues, and the unit will be returned to the original equipment manufacturer for further failure analysis and potential repair. The complaint was confirmed based on the field evaluation. The probable root cause of this issue is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted, c-92 error indicates no high frequency. This error can be resolved after power cycling the generator and/or checking the cable connection to the system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called directly not being aware of the contact to customer sales representative (csr) and being in mid procedure reporting that integrated electrosurgical unit (iesu) or erbe was switching off and showing black and white screens. Technical support engineer (tse) does not get live logs. Tse asked to restart erbe and issue returned. Tse asked for backup generator and nurse stated that there is a force triad. Tse asked for connection cable and was transferred to head nurse. Nurse stated that actual surgery will be completed with e-100 instruments. The procedure was completed as planned with no reports of patient harm, adverse outcome or injury with less than 15 minutes delay.